Manufacturer narrative:
Batch review performed on 30 december 2022. Lot 2212768: (B)(4) items manufactured and released on 03-aug-2022. Expiration date: 2027-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 weeks after the primary, revision surgery performed due to infection. The surgeon revised successfully the liner (same size).